Event description:
Reporter alleged customer woke up and had low glucose symptoms but glucose tested 95 mg/dl at 5:07 am back to back with a result of 93 mg/dl at 5:12 am so customer drank 1/2 of a glass of lemonade. It was stated customer retested at 5:20 am and obtained a result of 188 mg/dl. Reporter indicated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.